Event description:
It was reported that, during surgery, the screw driver blade did not adequately retain the screw being used. No further information is known.

Manufacturer narrative:
The reported event could not be confirmed because it was possible to pick-up and carry the complained screw with the complained blade at the distribution site.based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend

Event description:
It was reported that, during surgery, the screw driver blade did not adequately retain the screw being used. No further information is known.

Manufacturer narrative:
The reported event could not be confirmed because it was possible to pick-up and carry the complained screw with the complained blade at the distribution site. Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.